Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00198. On (B)(6) 2011, an ams elevate posterior graft was implanted. It was reported that, as a result of the implanted mesh, the patient suffered from erosion, incontinence, painful intercourse and infections after her surgery and required many visits to subsequent healthcare providers. On (B)(6) 2011, the graft was removed.